Event description:
The pt ((B)(6)) received an scs sys including a lead extension on (B)(6) 2011. During a surgical procedure to position a new lead, it was reported that an impedance issue was observed with the lead extension. When the lead extension was tested in conjunction with the lead, invalid impedance measurements were noted. When tested independently, the impedance measurements for the lead were within spec. As such, the physician replaced the pt's lead extension and no further issues were reported.

Manufacturer narrative:
Eval: results: the returned lead extension was visually examined under the microscope and no anomalies were observed. Testing revealed that channel 2 of the device was open; stress testing did not reveal the location of the open. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.